Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 6946m62 lead; 457453 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. The lead is still in use. No patient complications have been reported as a result of this event.